Event description:
This patient got a severe allergic contact dermatitis and subsequent post inflammatory hyperpigmentation for using the product "mighty patch" to self treat her acne vulgaris of her face. She used multiple patches on her numerous acne nodules, pustules, papules and comedones of her face. She then developed severe itching and redness and blistering, followed by the hyperpigmentation on the skin areas where the patches were placed on the face. This required a prescription bleaching cream and in office chemical peels to treat. The patient was emotionally distressed from the effects of the patches. These patches are mis-branded because they claim to treat acne. They are not safe for patients and should be pulled from the market immediately. I'm a board certified dermatologist in practice for 11 years.